Event description:
It was reported that the wooden frame of the chair was broken where the caster attaches and it could not be repaired. Further, no adverse consequences or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Recliner cannot be repaired due to the fact that the caster cannot be reattached to the wooden frame.